Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report represents an enhancement to the reporting criteria going forward. Evaluation description. Final analysis could not confirm premature battery completion. The device exhibited normal device characteristics. Backup vvi operation was due to multiple bit flips in the product code.

Event description:
It was reported that a battery had exhibited premature battery depletion and backup vvi operation. The device was explanted and replaced.